Manufacturer narrative:
The complaint sample was received incomplete (no removable nose) at viant for evaluation and the reported event was confirmed. The weld adjoining the offset cup impactor (oci) body and ratchet housing was fractured all around and the housing had completely disassembled from the oci body. There were several deformities and some adhesive observed on the ratchet housing, as well as in the surrounding area of the ratchet assembly, which are inconsistent with intended use. The ratchet teeth showed some signs of wear/deformation. Other observations: there were signs of wear in the form of scratches, nicks and gouges observed throughout the complaint sample; there were several gouges on the metal handle that are inconsistent with intended use. There were also several scratches and gouges on the oci body, between the latch plate area and the threaded tip, which are inconsistent with intended use; the returned complaint sample was etched per applicable drawings. No discrepancies were discovered during review of the production records. In conclusion, the reported event is confirmed as the weld adjoining the ratchet housing and oci body is fractured all around and the ratchet housing disassembled from the oci body. There were several observations of deformation that were not consistent with intended use, which contributed to the observed fracture and disassembly of the ratchet housing. No further investigation with regard to this complaint is required. Event notification was received 01-july-2019 which did not meet reportability requirements at the time with the information available. However, the device was received 25-july-2019 which contained a fracture and hence met the viant reporting requirements. Report source: complaint information received from distributor, depuy orthopaedics, and foreign as the event occurred in (B)(6).

Event description:
It was reported during an unknown patient procedure that during impaction of cup the instruments clip loosened. A two (2) minute surgical delay was reported. No adverse events nor patient consequence were reported as a result of the malfunction.